Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis did confirm the original customer comment that the programmer generated an error while connected to the software distribution network and a software reload was recommended. Analysis also found that the electrocardiogram connector on the link electronic module (lem) board was loose and that the programmer was out of specification on the common mode/wrist electrode functional tests and recommended that the lem board be replaced. It was determined that due to the age of the programmer and lack of available replacement parts it would be scrapped and replaced. Product ID: 2067 radiofrequency programmer head; product ID: 229047 software analyzer; (B)(4).

Event description:
It was reported that the radiofrequency programmer head which was returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.